Event description:
A report was received that the patient was experiencing weakness in the legs.

Manufacturer narrative:
Additional information was received that the physician believed that the patients leg weakness was not device related and was scheduled for an epidural injection.

Event description:
A report was received that the patient was experiencing weakness in the legs.